Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold, low amplitude, high impedance and loss of capture (loc) due to fracture and possible micro dislodgement. During procedure, physician tried to retract the helix with no success and decided to surgically abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.